Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a complete preventive maintenance, replaced the heterogeneous module (hm), reagent 2 (r2) drain and mixer, and reagent and sample probes. The cse ran a system check, which passed. The customer performed chem wash reagent testing, ran quality controls, performed a precision testing and recalibrated ltni assay, all of which passed. Due to the continuing issues, the cse checked the pump tubing and replaced the r2 pump tubing, checked all the alignments and checked the dissolved oxygen levels in water, which was high. The cse performed water decontamination and ran a system check and quality controls, which were acceptable. The cse informed the customer that ltni is sensitive to sample quality. Upon a follow-up visit, the cse replaced a sample probe cleaner cap, aligned r2 probe, calibrated hm mixers, replaced and aligned wash probe, replaced wash probe tubing and all four cassettes pump motors, and sample cleaner tubing from the bottle. The cse then ran decontamination of chem wash reagent and performed a system check, which were acceptable. The cause of the discordant, falsely elevated ltni results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant falsely elevated cardiac troponin I (ltni) results were obtained on three patient samples on a dimension xpand plus with hm instrument. The discordant results for patients 1 and 2 were not reported to the physician(s). It is unknown if the discordant result for patient 3 was reported. Samples for patients 1 and 2 were repeated on the same instrument, resulting lower than the initial results. A new sample obtained from patient 1 was tested twice, resulting higher initially and lower upon repeat testing. Patient 3 was admitted to the hospital where the sample was obtained. Patient 3 was transferred to a different hospital and was tested for ltni and the result was normal. The customer did not provide patient data for patient 3. The customer reported the repeat results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni results.